Manufacturer narrative:
Other applicable components are: product ID: 37092, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the caller saw the splash screen when trying to sync to their ins. They tried changing batteries prior to calling and during the call, but the issue was not resolved. No out of box failures were reported. An email was sent to repair for replacement. Additional information received from a consumer indicated they received the new patient programmer (pp), but they were getting a poor communication screen with and without the antenna. Troubleshooting was reviewed and the patient was able to connect with the pp only, however not with the antenna plugged in. An email was sent to repair for replacement of the antenna. No patient symptoms or further complications were reported as a result of this event.